Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was elevated at times; however, the value of the level could not be recalled. After the occlusion, the customer changed the cartridge, infusion set tubing and site and insulin delivery was resumed.